Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 07/23/2009 was last repaired on 03/21/2012 for a non-related issue. Eval revealed that the ratchet did not function, the comb had a bent tine, and the latching pins were loose. In addition, damage to the roller, left hinge, ratchet gear, and sliding pin was noted. Prior to repair, the test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the comb, ratchet gear, sliding pin, roller, left hinge, ball detents, and shoulder bolts. The customer returned two cutters for eval; 1.5:1 ratio cutter serial number (B)(4) and 2:1 ratio cutter serial number (B)(4). Both cutters produced an acceptable test mesh. The unit was shipped to the customer. The non-functional ratchet and damaged comb most likely caused the customer's reported event of the device getting stuck. Damage to the comb can inhibit the device from properly meshing skin and cause skin to become stuck. Lack of preventative maintenance and improper handling likely was the cause for the observed damage. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher went well initially, but got stuck after a few turns. The reported issue was noted during use and there was no reported impact/damage to skin graft. There was add'l surgical time to troubleshoot the stuck graft with no alternative device retrieved for use during the procedure.